Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customers blood glucose was 500 mg/dl. The customer's current blood glucose was 430 mg/dl. The customer did experienced the symptoms such as confusion, headache, extremity pain/cramps and vomiting due high blood glucose. The customer was treated by manual injection, insulin drip and bolus with insulin pump. Customer stated that the infusion set had bend cannula. The insulin pump will not be returned for analysis.